Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that when connecting a ventilator to a power source, the power supply switched to the battery power source, and no alert error code was generated. There was no patient involvement.